Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Article published by the society of critcal care medicine and wolters kluwer health, inc was reviewed by teleflex. Follow-up was completed with the physician who conducted the study. He confirmed that the intraosseous device used was the arrow ez-io. There was 1 case of dislodged access. There is no further information available.